Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter bioprosthetic valve, crowding up to node 3 was observed during valve check under fluoroscopy. Pre-dilatation was performed with a 20 millimeter (mm) non-medtronic dilatation balloon using soft inflation with some volume removed. During valve deployment, crowding was noted on the right side and infolding was observed. The valve was recaptured and a second pre-dilatation was performed with full volume on the 20 mm non-medtronic balloon. Another attempt to deploy the valve resulted in infolding, and the valve was not implanted. A new system was taken and loaded, resulting in a good outcome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five intraprocedural fluoroscopic cine images and one media file were reviewed. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection image was reviewed and demonstrated inflow crown overlap extending to node 3, consistent with an acceptable valve load. According to the available documentation, a pre-implant balloon aortic valvuloplasty was performed with reported intentional underinflation of the balloon; the rationale for underinflation was not documented. During the valve deployment attempt, under expansion with suspected infolding was observed. Documentation further indicates that the valve was recaptured and withdrawn, followed by an additional balloon aortic valvuloplasty performed at full inflation. A subsequent valve implantation attempt resulted in persistent infolding. The documentation indicates that the same valve was used for the subsequent implantation attempt. Note, as stated in the instructions for use (IFU): if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Evidence indicates that the valve was recaptured and withdrawn from the patient and was not implanted. Following withdrawal, the valve was deployed on the sterile field.¿the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was documented that a new valve was successfully implanted. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured three times total due to severe under-expansion and the infold. Per the physician, severe calcification near the non-coronary cusp contributed to the infold.